Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: during investigation, it would found that the battery compartment was cracked above and below the grip pad. The battery cap was also stripped and unable to secure to power on the pump. A test battery cap was used and was able to secure enough and power up the pump. A 12 hour duration test was completed with the test cap with no power loss or rebooting duplicated. Unrelated to the original complaint, the display was found to be dim and faded with a red hue.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, and that the battery cap was unable to be tightened and the yellow o-ring was visible. It was reported that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.